Manufacturer narrative:
The ge service representative conducted an over the phone evaluation. The representative ordered a new table leg extension. The customer replaced the part and reported that the system operates as intended.

Event description:
The customer reported that the leg extension on the system would not move. No pt injury was reported.